Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency room. A device check noted the right ventricular (rv) lead had oversensing with noise, no capture, and pacing inhibition. The patient felt very weak/symptomatic when the lack of pacing would occur. Through testing it was noted that the lead had cross chamber oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.